Event description:
It was reported that, during implant, the patient's right atrial (ra) lead was not packaged with a suturing sleeve. The physician used a suture sleeve accessory to complete the procedure. The ra lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).